Event description:
The patient was experiencing withdrawal. The physician was treating the withdrawal, but the patient was still very jerky and spastic. The physician was planning to conduct a catheter dye study. The device system was used to deliver baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).